Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced a perforation. There were two target lesions in the right coronary artery (rca). The physician used a csi coronary orbital atherectomy device (oad) four times in the distal lesion at low speed, each time spinning 30 seconds or less. The physician attempted to place a stent in the distal lesion by passing the stent through the proximal lesion. The stent was unable to be passed through the proximal lesion. The oad was then spun at low speed and at high speed for 15 seconds in the proximal lesion. The physician was then able to pass the stent through the proximal lesion and deploy the stent into the distal lesion. After the stent was deployed, an angiogram revealed a perforation in the proximal rca. The patient was taken to the or and pericardiocentesis was performed. Finally, balloon angioplasty was performed to contain the perforation. A written request to the facility for additional information has been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the oad was returned without the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the proximal edge of the crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the tissue accumulation. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. An in-house 0.012" test wire was loaded through the handle assembly and passed with no resistance. When tested, the oad spun at low speed and at high speed with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device was within specification and performed as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).